Event description:
It was reported that the pt thought that some of his nerves were damaged when the pump was implanted. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).